Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor adhesive occurred. The sensor was inserted into the arm on (B)(6) 2021. On (B)(6) 2021, the patient experienced itching, a rash, redness, inflammation, drainage, and pustules under the sensor patch. The patient was evaluated by an healthcare personnel (hcp) who swabbed the drainage (presumed to mean a wound culture) and prescribed an oral antibiotic (flucloxacillin). Three photos were provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. It was not confirmed which photo was associated with this event. No additional patient or event information is available.